Manufacturer narrative:
D4: medical device expiration date: not applicable, this material does not have an expiration date. Investigation summary: bd received 207 samples for investigation. The customer samples and retention samples were visually inspected and all samples met specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode separates, bd has initiated further root cause investigation relating to the issue of separates through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® one use holder, one holder separated from the needle. There was no health impact or consequences reported.